Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. The ventilator was investigated by our field service engineer on-site and the expiratory channel printed circuit board was found defective and replaced which solved the issue. No log files or part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).